Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, there were challenges with identifying the gripper orientation in the left atrium. It was visualized that the gripper with the non-tactile marker on the posterior side did not actuate as intended. The clip was unable to satisfactory grasp the leaflet, so the clip was removed from the patient. A replacement mitraclip was selected and implanted successfully. The final mr was reduced and the procedure was discontinued. There were no adverse patient effects or clinically significant delays reported.